Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "saline implant rupture." A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "saline implant rupture". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported left side deflation and "fold flaw opening." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures observed broken on plug strap, creases, non penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5; d9; h3; h6.